Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for an unexplained high blood glucose level of 463 mg/dl. The customer stated that they were hospitalized for hyperglycemia. The customer was had troubles with air bubbles in a previous report. The customer declined any trouble shooting at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See (B)(4) for related documentation.